Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion was found breaching the outer insulation and exposing the outer coil at 7.1 ¿ 7.3 cm from the connector pin consistent with friction to the device can. External abrasion was found breaching the outer insulation and exposing the outer coil at 19.1 ¿ 19.6 cm from the connector pin consistent with friction to another device or feature of the patient anatomy. Di not available as product was manufactured on or before september 23, 2014

Event description:
This report is to advise of an event observed during analysis.